Event description:
In early 2008, the pt reported that she is traveling and she changed her infusion site before she left. She stated that the infusion site "slipped" and needed to be replaced. She inserted a new infusion site and received an occlusion error (e4) while attempting to bolus. She was instructed to disconnect from the infusion site and she was able to bolus without error. She was advised to remove the infusion site. She stated the cannula was not bent and the infusion site was not hard or tender. She then inserted a new infusion site and received another occlusion while attempting to bolus. When she removed the infusion site the cannula was bent. She stated, she would use injection therapy until she returned home . No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.